Event description:
It was reported by the customer's mother that the customer had an issue with the up arrow button on the insulin pump. Customer had a 2 week old replacement pump. Customer was advised to discontinue pump use and to revert to a back-up plan. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump buttons all responded properly. No cosmetic damage was noted.